Manufacturer narrative:
PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -15.0/+0.5/152 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2020. Three days later, anterior chamber irrigation/evacuation of visco/fluids was performed again. The lens was explanted on (B)(6) 2020 due to elevated intraocular pressure (iop). The surgeon is not planning to implant another icl lens. The cause of the event was unknown.